Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was 176 mg/dl. The troubleshooting was performed and they received open book image was displayed on the screen. The customer was advised to replace the insulin pump. The device will be returned for the analysis.